Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 480 mg/dl, with polyuria, polydipsia, moderate ketones, and extreme drowsiness, associated with an alleged environmental exposure issue. Reportedly, the patient discontinued pump therapy, and was treated by a non-healthcare provider with insulin via injection. During troubleshooting with customer technical support, it was revealed the basal rate was adjusted after the blood glucose excursion occurred. The blood glucose excursion occurred after the pump was exposed to an x-ray at the airport. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data revealed the last basal delivery was on (B)(4) 2018. The last bolus delivery was a 3.35-unit ez-carb normal delivery on (B)(4) 2018 at 19:15. The black box showed a replace cartridge alarm on (B)(4) 2018 at 16:26; deliveries resumed (B)(4) 2018 at 09:37. On investigation, the pump powered on to the verify screen with functioning vibratory and audible features. An ez-prime sequence and 12-hour duration test were successfully completed. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump completed delivery accuracy testing and was found to be delivering within specification. Investigation determined a patient negligence issue; the pump was subjected to conditions outside specifications.